Event description:
The primary procedure occurred for the implant of a cognis cardiac resynchronization therapy defibrillator (crt-d) and (reliance active fix dual coil) endotak reliance g defibrillation lead. The endotak reliance g/sg leads are steroid-eluting, endocardial cardioversion/ defibrillation, and pace/sense leads available in extendable also including a new left ventricular and a new right atrial lead. We received information that one day post implant of this device the right ventricular (rv) lead pacing impedance measurements were greater than 2000 ohms, with all other measurements within acceptable limits. No noise was observed on the rate/sense channel of the lead. An invasive revision procedure was performed and it was found that the lead was fully inserted into the device header. When the implanting physician tugged on the lead, it did not pull out of the header. The impedance measured 2300 ohms with the pacing system analyzer (psa). When the physician could not pull the lead out, he implanted a new brady lead for the pace/sense portion of the device system. Both the lead and device remain implanted; however, the pace/sense portion of the lead was capped. There was no adverse outcome to the patient except for returning to the or.

Event description:
The primary procedure occurred for the implant of a cognis cardiac resynchronization therapy defibrillator (crt-d) and (reliance active fix dual coil) endotak reliance g defibrillation lead. The endotak reliance g/sg leads are steroid-eluting, endocardial cardioversion/ defibrillation, and pace/sense leads available in extendable also including a new left ventricular and a new right atrial lead. We received information that one day post implant of this device the right ventricular (rv) lead pacing impedance measurements were greater than 2000 ohms, with all other measurements within acceptable limits. No noise was observed on the rate/sense channel of the lead. An invasive revision procedure was performed and it was found that the lead was fully inserted into the device header. When the implanting physician tugged on the lead, it did not pull out of the header. The impedance measured 2300 ohms with the pacing system analyzer (psa). When the physician could not pull the lead out, he implanted a new brady lead for the pace/sense portion of the device system. Both the lead and device remain implanted; however, the pace/sense portion of the lead was capped. There was no adverse outcome to the patient except for returning to the or.